Event description:
A customer reported a tandem mobi cartridge alarm that occurred during the load process. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Although the customer attempted to reload the cartridge and resume insulin therapy, the cartridge alarm persisted. Consequently, tandem technical support instructed the customer to remove the cartridge, helped them attempt to reload it, and advised on delivering a bolus, which was successful. Due to the recurring alarm, technical support decided to replace the pump and the original cartridge. The customer will use multiple daily injections as backup therapy and was guided on necessary steps for returning the faulty pump and handling the replacement, acknowledging all instructions provided.